Event description:
In 2009, the patient reported that an e4 (occlusion) error was displayed on her infusion device while attempting to bolus 10.2 units of insulin and an e11 (set not primed) was also displayed. At the time of the report her blood glucose was elevated to 425 mg/dl. Her normal blood glucose level is 70-125 mg/dl. She was instructed to disconnect from her infusion site and she was able to prime without error. Insulin did drip from the end of the infusion tubing. She was advised to change her infusion site. She stated that the cannula was bent upon removal. It had been in place since this morning. She stated that she had experienced 2 bent infusion site cannulas since beginning infusion therapy recently. She inserted a new infusion site and bolused without error. She was educated on the proper technique for inserting the infusion site. She was sent an infusion set insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.